Event description:
The patient reportedly has a perforated eardrum and a cholesteatoma. The electrode array is visible in the middle ear cavity. The surgeon plans to explant the patient's device and implant the contralateral ear.